Event description:
It was reported that the implantable pacing lead was exhibiting high impedance in both unipolar and bipolar configuration. It was not determined if it was the right ventricular (rv) or right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg implanted 2011-(B)(6); 3058 interstim urinary mgu ipg implanted 2010-(B)(6); 3093-28 interstim urinary mgu lead implanted 2010-(B)(6). (B)(4).